Event description:
Reporter indicated that the programming wand was not communicating with the generator. Physician received the replacement programming wand and confirms that it is working. Product analysis was performed on the programming wand. The serial data cable, which produced communication errors, had an intermittent conductor. A visual examination identified a dislodged strain-relief grommet, rendering the strain-relief function ineffective. Analysis found that the dislodged strain relief grommet had not compromised the serial data cable connector. It is not known why the grommet became dislodged from its intended location.

Manufacturer narrative:
Device failure is occurred, but did not cause or contribute to a death or serious injury.